Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. Visual inspection found the cotton was fraying. Loose strings were shown in the picture. The gauze was unfolded. The reported condition was confirmed. The gauze shredded and came loose. The investigation of the picture found the cotton was fraying. The picture showed that the cotton had been unfolded. The product was sold non-sterile to a kit packer who might generate packaging issues. The investigation identified the root cause of the reported event to be unfolding and manipulation by the customer. According to the dfu, the gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated. This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the gauze was manually counted, the thread or strings started to fall apart on the table. There was no patient involvement.